Event description:
Pt here for cardiac cath procedure. At completion of procedure, during removal of the sheath, the sheath sheared completely off, resulting in a free floating device intravascularly. The device is introduced into the artery with the sheath in the artery and the hub remaining externally. The pt required emergent vascular surgery to retrieve the free floating portion of the sheath. The pt required a 2 day hospitalization due to the event, was discharged home in 2007.